Event description:
It was reported that the lead had low ventricular impedance with sensing and capture difficulties. Lead replacement is planned. No patient complications have been reported as a result of this event.